Event description:
It was reported that the anesthesia system failed the internal test in system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system on site and found that the internal tests failed and log analysis showed that it was the afgo test that failed. The afgo test failure was solved by replacing the expiratory channel pcb, two pressure transducer pcb (inspiratory and fresh gas pressure transducer) and the air gas module. Functionality checks and system checkouts were performed with positive results. The replaced parts were kept by the customer and not returned for investigation. The evaluation of the received system device logs can confirm the reported failure. The system checkout failed on the internal tests - afgo valve test. A too high pressure was measured by the fresh gas pressure transducer in the patient cassette position. The pressure transducer test failed due to the inspiratory pressure transducer gain correction factor being out of range. The reported failure can be confirmed in the received device logs and based on the field service engineer's investigation; the failure was solved by replacing the above-mentioned parts. The root cause why the replaced parts failed cannot be determined since the parts were not returned.